Event description:
It was reported that the patient¿s device was no longer working due to a student kicking them violently. The patient was in the hospital and did not have a managing health care provider (hcp) because they moved and wanted a manufacturer representative to come and check the device. The patient had no stimulation sensation and a loss of therapeutic effect. On 2014 (B)(6), a student kicked the patient in the front and back for 3 hours and since then they had a return of symptoms and had not been able to feel stimulation. The patient had been in the hospital for 17 days and after the incident they noticed a light pink tinge in the water and the following day they were wiping blood. The patient had used their patient programmer to check it and verified it was on and they tried turning the stimulation up to 6.0v but could still not feel anything. The patient went the emergency room (ER) and they gave the patient oral antibiotics and they started throwing up and having diarrhea. The patient was sent to another hospital after that but was still vomiting and had a kidney infection. The patient went back to the first hospital and got admitted on 2014 (B)(6) and had been there since. The patient was usually at 3.5v and didn¿t have to adjust it and the first day after they had the incident with the violent student it partially worked. The patient wouldn¿t feel any stimulation for a few hours and then all of the sudden the patient felt a strong push of stimulation. After that it didn¿t function at all and they had not been able to do either bowel movements or urinate and had not had a bowel movement in 5 days. The patient thought they would need to have their device changed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from patient reported that she had her implantable neurostimulator (ins) changed yesterday (B)(6) 2016 because her old ins was "broken" by a student of her in 2015.

Manufacturer narrative:
Product ID 3889-28, lot# v039330, implanted: 2007 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).